Manufacturer narrative:
Other, other text: h10: device evaluation results: one medfusion pump was returned for investigation in good condition. The depleted battery error reported by the customer was found in the event history log (ehl). This error was reproduced during testing. The product problem occurred because the interconnect board did not operate as intended. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned components were replaced. The pump also underwent preventative maintenance. The pump subsequently passed all the functional tests.

Event description:
Information was received that device had a battery depleted error. No adverse effects reported.